Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the material had a defect in the balloon that is leaking serum and does not inflate.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the hyperglide occlusion balloon catheter and x-pedion guidewire were returned for analysis within a shipping box; within an opened hyperglide outer carton; and within an opened hyperglide and x-pedion inner pouch. Visual inspection/damage location details: the hyperglide occlusion balloon catheter was returned with a guidewire within its lumen. The guidewire was found protruding from the hyperglide hub for ~21.0cm and from the distal tip for ~21.5cm. No bends or kinks were found with the hyperglide catheter body. The hyperglide balloon appears to be intact. The returned guidewire was examined. The hyperglide guidewire hydrophilic coating was found damaged at ~6.0cm, 3.0cm, 2.5cm, and 1.0cm from the distal tip. In addition, the hyperglide guidewire hydrophilic coating was found damaged from ~5.7cm to ~4.7cm from the distal tip. No damages or irregularities were found with the guidewire proximal and distal solder regions. No other anomalies were observed. Testing/analysis: the guidewire was pulled out from within the hyperglide occlusion balloon catheter lumen without issue. The hyper glide occlusion balloon catheter was flushed, water exited from the distal tip. The guidewire was hydrated and inserted through the hyperglide occlusion balloon catheter lumen without issue. With the guidewire ~3.5cm out from the distal tip an attempt was made to inflate the balloon. The balloon could not maintain inflation as it was found leaking from the distal tip (guidewire seal). The guidewire was removed, and the hyperglide occlusion balloon catheter was tested with an in-house guidewire. The in-house guidewire was hydrated and inserted through the hyperglide occlusion balloon catheter lumen without issue. The balloon was inflated and held inflation. No leaks were detected. The guidewire od (outer diameter) was measured at three locations and found to be within specification. The proximal, middle and distal od were measured to be within specifications. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during set up¿ was confirmed as the returned balloon was found leaking from the distal tip (guidewire seal). It is likely the damage found with the guidewire hydrophilic coating contributed to the event. Guidewire coating damage can occur due to resistance, insufficient guidewire hydration, or insufficient catheter flush. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-may-04 mpxr 946929 (rep, hcp, for): 2022-05-05 mpxr 946929 (for, rep, hcp): medtronic received a report that the material had a defect in the balloon that is leaking serum and does not inflate. 2022-may-13 e1 (rep, hcp, for): additional information was received indicating there was not extensive guidewire manipulation. The guidewire used with the balloon was the material's own guidewire (hyperglide). During the inflation, the guidewire tip was advanced out of the catheter tip 25 mm. The contrast used by the physician was 1:1, 50% in the 0.9% saline dilution. The injection rate was steady. The guidewire was 25mm from the catheter tip during inflation. Blood did not enter the catheter lumen. There was contrast observed leaking during the first inflation attempt, and continuous leakage from the distal end of the balloon was observed. There were no kinks on the catheter during use. 2022-jun-02 e2, e3 (rep, hcp, for): no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was not extensive guidewire manipulation. The guidewire used with the balloon was the material's own guidewire (hyperglide). During the inflation, the guidewire tip was advanced out of the catheter tip 25 mm. The contrast used by the physician was 1:1, 50% in the 0.9% saline dilution. The injection rate was steady. The guidewire was 25mm from the catheter tip during inflation. Blood did not enter the catheter lumen. There was contrast observed leaking during the first inflation attempt, and continuous leakage from the distal end of the balloon was observed. There were no kinks on the catheter during use.